Manufacturer narrative:
Batch review performed on 18 march 2025: lot 2314666: (B)(4) items manufactured and released on 19-oct-2023. Expiration date: 2028-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component revised: gmk-sphere 02.12. E0212fl tibial insert fixed sphere flex size 2/12 mm l e-cross (k202022) lot 2309306: (B)(4) items manufactured and released on 05-jun-2023. Expiration date: 2028-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had knee instability and the cause is unknown. At about 9 months from the primary the surgeon revised the femur and insert and the surgery was completed successfully. The surgeon wanted to implant a semi constraint insert for stability. They implanted the new insert and modified the varus valgus parameter. The surgeon needed to implant a femur that was compatible with the new insert. Gmk sphere femur is not compatible with semi constraint insert.